Event description:
Pt reports irritation of the leg, apparently caused 1 year ago by the padding on the legend knee brace. Occurred in the (B)(6). Service of summons and complaint was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that the pt received scarring from the knee brace. There is no other info in the complaint about the personal injury. The company has been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.